Event description:
It was reported by the rep the device was used during what may have been a gastrojejunostomy. It was reported postoperatively a pt was readmitted for an abdominal abcess and reopened. When the pt was reopened they found the staple line was leaking. It's not clear what the original procedure was. The reporting surgeon performed the reoperation. There is no additional info known.